Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All catheters are 100% inspected at the time of manufacture. Literature article: treatment of severe intraventricular hemorrhage by external ventricular drainage and implanting of ommaya reservoir chen xiao-dong, xia ying, chen wei-ming, yan shan, li you-jun china journal of modern medicine 2013 23(22):89-91 1005-8982(2013)22-0089-03.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: the article stated that external ventricular drainage was performed in 43 cases with severe interventricular hemorrhage. According to the article, after 5-7 days of drainage, the evd was removed and replaced with another device. The article stated that one patient experienced an intracranial infection, controlled with antibiotics, one patient experienced cerebral arteriovenous malformations and embolism treatment was administered. The article stated that three patients experienced concurrent hydrocephalus and four patients had died. The article did not specify that the device caused or contributed to these events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.